Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A rotating hemostatic valve (rhv) was used during the procedure; however, a leak at the cap was noted due to the device inability to fully lock. The rhv was replaced with three additional rhv's; however, all thee rhv's were noted to have the same leak. A non-abbott device was ultimately used to replace the leaking rhv's and the procedure was completed. The patient was noted to have a hematoma which was treated with suction therapies. There were no reported adverse patient sequela and no clinically significant delay. No additional information was provide.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. The reported patient effect of hematoma is not listed in the rotating hemostatic valve instructions for use as a known adverse event; however, hematoma is listed in the no-fault errors for coronary and endovascular products risk assessment as a foreseeable event. As the reported leak was unable to be confirmed during returned device analysis, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that use of the compromised non-abbott stopcock resulted in the reported leak. The reported difficulties possibly caused/contributed to the reported hematoma; however, a conclusive cause for the reported hematoma, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, 60 unused sterile devices were returned with part # 22295 and lot# 60557845. (B)(4) units were randomly selected and tested. A visual and leak/splash test was performed. All (B)(4) units were inspected and had no damage noted. All (B)(4) samples had no leak noted. All (B)(4) samples passed. B5 - describe event or problem updated.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. A rotating hemostatic valve (rhv) was used during the procedure; however, a leak at the cap was noted due to the device inability to fully lock. The rhv was replaced with three additional rhv's; however, all three rhv's were noted to have the same leak. A non-abbott device was ultimately used to replace the leaking rhv's and the procedure was completed. The patient was noted to have a hematoma which was treated with suction therapies. There were no reported adverse patient sequela and no clinically significant delay. Subsequent to the initially filed report three of the four rotating hemostatic valve (rhv) were received and the analysis could not confirm the reported leaks. The account confirmed that the correct devices were returned. No additional information was provided.